Manufacturer narrative:
Stryker evaluated the customer's device and the device would unexpectedly reboot and lock up. This device will be archived by stryker and the customer will receive a replacement device.

Event description:
During regular maintenance stryker observed the device does not always deliver a shock as expected and repeatedly reboots, then locks up. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product analysis center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue through review of software logs and device testing. Stryker cleared certificates in the device software which resolved the boot issue. The issue was caused by an interruption of the software upgrade - the lid was opened prior to completion. The cause of the reported issue was determined to be use error.

Event description:
During regular maintenance stryker observed the device does not always deliver a shock as expected and repeatedly reboots, then locks up. There was no patient involvement reported with the event.